Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for an unspecified amount of time. The pod's controller was stuck on the basal page and was not allowing to navigate due therefore the patient missed their insulin. There were no reported symptoms. The patient was treated with being on insulin. The pod was removed at the hospital and was discarded. The patient was still currently in the ICU at the time of the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported admittance into the intensive care unit (ICU), hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.